Event description:
The hospital reported a malfunction resulting in loss of suction. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The suction issue was caused by kinked internal tubing. The tubing was replaced to resolve the issue. No report of patient involvement. Unique identifier:(B)(4). Legal manufacturer: (B)(4).